Manufacturer narrative:
The medical center has forwarded the impella pump for investigation and analysis. The analysis and hemolysis testing is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The patient was admitted for a cardioversion/ep study. After cardioverted he exhibited atrial fibrillation with rvr and was found to be in cardiogenic shock. An impella cp was placed for hemodynamic support. The cp supported him well, though on the 2nd day of support the patient was exhibiting signs of hemolysis in labs hemolyzing and hemoglobin levels dropping. The team made choice to infuse 2 units of blood product and leave the impella pump support on. The pump remained for 7 days of support til care was withdrawn and pump was explanted.

Manufacturer narrative:
Since the original report was filed, the investigation has come to a conclusion. The root cause of the hemolysis was determined to be patient condition. The pump was run on the benchtop and found to have passed abiomed run hemolysis testing. The failure mode will be monitored and trended.